Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2019, the patient hospitalized for 2-7 days and get complaints of high blood sugar and the bg level is goes up to 400-600 mg/dl and suffer with treatment diabetic ketoacidosis and patient got discharged on (B)(6) 2019. No further information available.